Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, it was reported by a sales representative via sems- (B)(4) that an ar-2371bl knotless ac tightrope repair system suture ripped when tensioning the clavicle button, and they were unable to achieve the final tension. As a result, they used another anchor kit. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b3, b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. A slow, steady pull is recommended to ensure the anchor seats properly. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
Additional information was received on 05/26/2025: this issue occurred during an ac joint reconstruction procedure on (B)(6) 2025; all fragments were successfully retrieved from the patient. To complete the case, another ar-2371bl was utilized. No case delay was reported, and no additional anesthesia was administered. No instruments were used to prepare the bone socket for implant insertion. The patient's bone quality was average, and no adverse effects or significant damage were observed following the surgery.